Event description:
A report was received that the pt underwent a pocket revision due to discomfort as the pt has thin skin around the pocket site. The physician moved the ipg from the patient's back to their abdomen region. The pt is doing well following the procedure.